Event description:
Caller reported testing son, aviva system blood glucose results of 411 mg/dl, 177 mg/dl, and 188 mg/dl within 10 minutes. No adverse event was reported. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Strips not available for return.